Manufacturer narrative:
The ge healthcare service representative replaced the auxiliary common gas outlet, o2 flow head module and n2o flow head module. The unit was returned to service. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The ge healthcare service representative reported the unit had a large leak from the auxiliary common gas outlet, o2 flow head module and n2o flow head module. There was no report of patient involvement.